Event description:
Customer reported hospitalization due to high blood glucose. Customer stated that insulin leaked into reservoir compartment. Customer changed the infusion set and reservoir. The current blood glucose reading is 124 mg/dl. The blood glucose reading at the time of the event was 321 mg/dl. Customer had ketones and blood glucose levels were high. Diagnosed diabetes ketoacidosis. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.